Event description:
Freeze lever not unlocking. 1216677-2021-00054-1 ll100 cryosurgical 900001 e-complaint (B)(4).

Manufacturer narrative:
Investigation inspect returned samples *analysis and findings complaint (B)(4) distribution history: this complaint unit was manufactured at csi in 1996. Manufacturing record review: a review of the device history record could not be performed as the record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the device history record be located going forward, it will be reviewed, and this complaint amended accordingly. Incoming inspection review: not applicable. Service history record: this unit was serviced 10/17/2017 for damage and wear and tear on o-rings and a bad gauge. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: the root cause of this issue has been attributed to wear and tear. *correction and/or corrective action the unit was repaired, tested to specifications and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. No further training required at this time. *was the complaint confirmed? Yes.

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Customer stated "freeze lever not unlocking". Repair tech stated "confirmed - defrost not unlocking freeze lever - adjust trigger levers". (B)(4). Ll100 cryosurgical 900001 e-complaint-(B)(4).